Event description:
It was reported that the user stopped seeing glucose values on the ilet while the dexcom g7 remained connected to the dexcom app, and was guided to toggle the ilet cgm setting between g6 and g7 and reenter the four-digit pairing code, with education that pairing could take 15¿30 minutes. Symptoms included absence of glucose readings on the ilet display. Outcomes included the need for troubleshooting and user education without alerts, alarms, hypoglycemia, hyperglycemia, or hospitalization. Investigation included remote technical support to verify cgm configuration and pairing and to reattempt connection using the correct pairing code. Investigation of this case revealed a communication and pairing issue between the ilet and the g7 cgm, with no device alarms or clinical adverse effects reported. It was concluded, based on previously established findings for similar reports, that user interface and configuration contributed to the loss of displayed data on the ilet, resolved through reconfiguration and re-pairing.